Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. While crossing the septum with the watchman access system (was), the was sheath jumped forward. A pe sweep was performed which revealed no pe. The was was positioned, and as the watchman flx laa closure delivery system (wds) deployed the 35mm watchman flx laa closure device, the patient became hypotensive. Another pe sweep was performed which revealed fluid forming globally within the pericardial sac with majority located in the right ventricle and right atrium. The watchman device was released from the wds. A pericardiocentesis was performed and 2 bags of fluid were drained from the pericardial space. The perforation clotted off and minimal fluid was left in the pericardium. A drain was placed and left overnight. The patient was admitted to the intensive care unit. Upon waking from anesthesia, the patient was responsive and stable. The patient is expected to be discharged two days following the procedure. The physician suspected the perforation was caused when the was "jumped" while crossing the septum.